Event description:
A non-healthcare professional reported that during the air exchange, no air entered. After replacing the water/air infusion line, the issue was resolved during vitrectomy surgery. The surgery was successfully completed on same day by replacing the air infusion line by opening a new cassette. There was no information about the patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).